Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, the cable was being used during a urological procedure. While using, the cable snapped and a loud explosion was witnessed by the team present inside the theatre. No death or (unanticipated) serious deterioration in state of health reported.